Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a ventral hernia procedure, the end of the trocar kept going into the patient's abdominal wall. The surgery started as a robotic laparoscopic procedure, but was converted to a laparoscopic procedure because the surgeon wanted to use advanced energy instruments to dissect the patient's large ventral hernia. The surgeon brought in a competitor's tower (4k stryker tower) when they converted the surgery because they felt that the image quality was better, also stating that they felt that the 30 degree tipcam1 endoscope was difficult to use and see with. After dissecting the hernia, the surgeon wanted to convert back to a robotic laparoscopic procedure to suture the defect and place the mesh. The patient's abdominal wall was very thick, so the surgeon was unable to redock with the trocar inside the patient and expressed the need for a bariatric/long robotic trocar. There was a delay of ap proximately 8-10 minutes. There was no patient injury.